Event description:
A malfunction on the pump was reported after it was submerged in water. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support instructed the customer to put the pump into storage mode and return it to tandem using a pre-paid label and provided a replacement pump with updated software. The customer was also advised on backup therapy and informed about the availability of training for the new pump.